Event description:
It was reported that the autoclavable camera head had internal wiring exposed during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information, updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main unit immersed in water and air leakage occurred on camera cable. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the damaged cable boot coating and expose internal wire was due to stress problem as identified. The most probable cause of the immersed main unit in water and air leakage from camera cable was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.